Event description:
It was reported that cadd reservoir cassette alarming no disposable. No patient injury reported.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H10: no product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.